Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set's tubing had disconnected at the quick release/ site connector while sitting. The site location was left side of the patient's abdomen and the pump located at the right side. The infusion set had been used for the first day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, the patient blood glucose level was 342 mg/dl. Upon visual inspection, on the returned used device (11 tubing), it was found that the tubing was detached from the pcc lock connector on 9 of 11 samples the rest of the samples were detached from the pcc and tubing-connector. No further information available.